Event description:
Following a diagnostic procedure, an angio-seal device was placed and hemostasis was successfully achieved. However, as the tension spring and tamper tube were removed, oozing and formation of a hematoma were noted. Light digital pressure was applied with cessation of the bleeding. Four hours later the pt was ambulated. 45 minutes after ambulation the pt returned to bed, at which time a 10x10 "soft area" with 4x6 hematoma and ecchymosis were noted. An ice pack was applied with relief and resolution of the hematoma. The pt was discharged two days later with no further sequelae.